Event description:
It was reported from china that during pre-surgery, it was discovered that the motor device had e6 error code. It was not reported if there were any delays in the surgical procedure. A spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Additional narrative: the reporter¿s complete facility address was not provided. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed, and it was determined that the device was missing components and had damaged wire. It was further determined that the device failed pretest for cable assessment and no short circuit between hall sensors and connector body. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to component failure from normal wear. UDI: (B)(4).